Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products; associated MDR# 1225714-2014-01058.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008 and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same pt involving two separated products and associated with mdrs 1225714-2014-01057, 01058, 01059 and 01060.

Manufacturer narrative:
Missing info.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. There are a total of 4 device reports associated with this patient event. The additional information received indicates that the patient experienced a sudden cardiac event and expired; this event is being represented by this manufacturer report number 1225714-2014-01057 and associated manufacturer report number 1225714-2014-01058. Please note the other associated manufacturer report numbers (1225714-2014-01059 and 1225714-2014-01060) capture the cardiovascular event (serious injury).

Event description:
Additional information received alleged that the patient experienced a sudden cardiac event. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.